Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: investigation revealed that the display was dim and discolored. The keypad cover was peeled off. The ok and contrast buttons were inoperable. The keypad cover was removed, revealing contamination under the ok button contact and that the contrast button contact was torn off. The battery compartment was found to be cracked in two places. Unrelated to these issues, investigation revealed that the bolus button cover was torn, but the button was still operable.

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored, the ok keypad button was unresponsive associated with contamination under the button contact, and the battery compartment was damaged. This report is made based on results of investigation completed on (B)(6) 2015.